Event description:
It was reported that the balloon component of the portex tubes blue line ultra (blu) ruptured during a surgery. A secondary intubation was performed as a result. No patient further patient complications were reported in relation to this event.